Event description:
Respiratory therapists verified operation of the vent by doing the operational verification test, and it passed. Once connected to the patient (infant) it did not function properly. Another identical device was brought in, tested and operation was verified, hooked up to the patient, and the same thing happened, the device failed as well. A third device was brought in for use. Both devices were returned to the manufacturer. Manufacturer response for pneumatic ventilator, pneuton mini 20031 (per site reporter): need to receive the units to do proper investigation.